Event description:
It was reported in an article that a postmortem study of a heart with a right ventricular leadless pacemaker showed that the docking button of the rvlp was trapped by the chordae tendineae. There was also mention that drug-eluting helix is not sufficient to suppress the reactive inflammatory process. The patient passed away due to respiratory failure with no allegation, suspicion, doubt, and/or no information suggesting the death was product-related.